Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the flexvision pc was not booting up. Customer stated that the system gets stuck on 00:00. As part of troubleshooting, the fse reviewed system log files and found that the host pc was unable to communicate with the flexvision pc within 105 seconds. To resolve the issue, the fse replaced the flexvision pc and verified system operation, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.